Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure of blockage in duct was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: due to nozzle clogging, amount of water contact does not meet the standard value. Due to clogging of nozzle, water removal ability does not meet the standard value. Due to clogging of nozzle, no water is fed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: failure to follow instructions. The event can be detected/prevented by following the instructions for use which state: ¿nothing other than sterile water should be used for air/water feeding. No additives should be put into the sterile water. Non-sterile water may cause patient cross-contamination and/or infection.¿ should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited foreign material at the air/water-tube and air/water cylinder. There was no patient involvement.